Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2019-00279. It was reported the patient's leads had migrated and in turn, therapy became ineffective. The issue was confirmed via x-rays. Surgical intervention is planned to explant and replace the existing leads.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2019-00279. It was reported that the patient had surgery to replace the system, which resolved the issue.